Event description:
The customer stated that a falsely decreased architect cea result of 1.1 ng/ml was generated for a patient sample on (B)(6) 2023. The sample retested at 261.88 ng/ml on (B)(6) 2023. Reference range: 0 - 5 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) resolved the issue by tightening the loose trigger solution level sensor. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.